Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie lid did not open. A technical support specialist (tss) remotely accessed the machine and attempted to open the cubie lid using the tester application, which resulted in a general failure error. The cubie was safely ejected without issue, and its location was swapped to cubie 05-08; however, the same error occurred when attempting to open the lid again. The user was informed that the cubie is faulty and requires replacement by the pharmacy. The case was closed and no additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the customer attempted to issue medication, but cubie lid 05-06 did not open. The system, however, detected that the medication had been issued. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.